Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Reportedly, customer was using cold insulin. Tandem technical support educated customer regarding the use of room temperature insulin. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer's blood glucose level.